Event description:
It was reported that the pt had already complained for a long time about a progressively deteriorating speech understanding. There was facial nerve stimulation on the electrodes 1, 5 and 6. The electrodes 8, 10, 11 and 12 had the status hi. When the skin at the implant site was pressed, the impedances of the electrodes 4 and 6 were fluctuating. The pt was reimplanted on (B) (6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.